Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criterion medically significant), menorrhagia ("menorrhagia"), infection ("infections") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (essure removal). Essure (ess205) was removed. At the time of the report, the pelvic pain, dysfunctional uterine bleeding, menorrhagia, infection and dysmenorrhoea outcome was unknown. The reporter considered dysfunctional uterine bleeding, dysmenorrhoea, infection, menorrhagia and pelvic pain to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 26-dec-2018: legal claim was received and the following information was provided: essure was inserted on (B)(6) 2005 (model was changed to ess205); previously reported event injury was specified as dysfunctional uterine bleeding, menorrhagia, pelvic pain, infections and dysmenorrhea; underwent a removal surgery due to complications. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device dislocation ('migration of essure device location of device: unknown') in a 34-year-old female patient who had essure (ess205) (batch no. 12269948-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff dis not undergo essure confirmation test". The patient's medical history included gastroesophageal reflux, asthma, hypothyroidism, vertigo, hypothyroidism, mitral valve disease, uti, ulcer nos, hernia repair and edema. Concurrent conditions included back pain, nausea, numbness, diarrhea, cough, chest pain and dysmenorrhoea. Concomitant products included acetylsalicylic acid;oxycodone hydrochloride;oxycodone terephthalate (percocet-5), levothyroxine, medroxyprogesterone acetate (depo provera), metoclopramide (reglan), minerals nos;vitamins nos (prenatal vitamins), paracetamol (acetaminophen) and salbutamol sulfate (albuterol). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2006, the patient experienced the second episode of menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2006, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), 1 year 4 months after insertion of essure (ess205). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and infection ("infections"). The patient was treated with surgery (essure removal). Essure (ess205) was removed. At the time of the report, the pelvic pain, device dislocation, dysfunctional uterine bleeding, infection, dysmenorrhoea, vaginal haemorrhage, the last episode of menorrhagia, depression, anxiety, migraine, headache and urinary tract infection outcome was unknown. The reporter considered anxiety, depression, device dislocation, dysfunctional uterine bleeding, dysmenorrhoea, headache, infection, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure (ess205). The reporter commented: discripancy noted in essure removal details: plaintiff answered for following question as no: have you had your essure (or any part of the device) removed? If you have not had your essure removed, are you currently planning for essure removal? Yes (essure-caused injuries, as alleged in complaint. I do not have money and definite plans for removal at this time). Discrepancy noted: have you had your essure (or any part of the device) removed? No if you have not had your essure removed, are you currently planning for essure removal? Yes. The lot number (12269948) reported is not valid. Most recent follow-up information incorporated above includes: on 21-feb-2020: pfs received. New event urinary tract infection was added. Event onset date was updated. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device dislocation ('migration of essure device location of device: unknown') and dysfunctional uterine bleeding ('dysfunctional uterine bleeding') in an adult female patient who had essure (ess205) (batch no. 12269948) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff dis not undergo essure confirmation test". The patient's medical history included gastroesophageal reflux, asthma, hypothyroidism, vertigo, hypothyroidism, mitral valve disease, uti, ulcer nos, hernia repair and edema. Concurrent conditions included back pain, nausea, numbness, diarrhea, cough, chest pain and dysmenorrhoea. Concomitant products included acetylsalicylic acid;oxycodone hydrochloride;oxycodone terephthalate (percocet-5), levothyroxine, medroxyprogesterone acetate (depo provera), metoclopramide (reglan), minerals nos;vitamins nos (prenatal vitamins), paracetamol (acetaminophen) and salbutamol sulfate (albuterol). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), the first episode of menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dysfunctional uterine bleeding (seriousness criterion medically significant), the second episode of menorrhagia ("menorrhagia"), infection ("infections"), dysmenorrhoea ("dysmenorrhea"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (essure removal). Essure (ess205) was removed. At the time of the report, the pelvic pain, device dislocation, dysfunctional uterine bleeding, the last episode of menorrhagia, infection, dysmenorrhoea, vaginal haemorrhage, depression, anxiety, migraine and headache outcome was unknown. The reporter considered anxiety, depression, device dislocation, dysfunctional uterine bleeding, dysmenorrhoea, headache, infection, migraine, pelvic pain, vaginal haemorrhage, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure (ess205). The reporter commented: discripancy noted in essure removal details: plaintiff answered for following question as no: have you had your essure (or any part of the device) removed? If you have not had your essure removed, are you currently planning for essure removal? Yes (essure-caused injuries, as alleged in complaint. I do not have money and definite plans for removal at this time). Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs received . Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device dislocation ('migration of essure device location of device: unknown') and dysfunctional uterine bleeding ('dysfunctional uterine bleeding') in an adult female patient who had essure (ess205) (batch no. 12269948-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff dis not undergo essure confirmation test". The patient's medical history included gastroesophageal reflux, asthma, hypothyroidism, vertigo, hypothyroidism, mitral valve disease, uti, ulcer nos, hernia repair and edema. Concurrent conditions included back pain, nausea, numbness, diarrhea, cough, chest pain and dysmenorrhoea. Concomitant products included acetylsalicylic acid;oxycodone hydrochloride;oxycodone terephthalate (percocet-5), levothyroxine, medroxyprogesterone acetate (depo provera), metoclopramide (reglan), minerals nos;vitamins nos (prenatal vitamins), paracetamol (acetaminophen) and salbutamol sulfate (albuterol). On (B)(6) 2005, the patient had essure (ess205) inserted. In january 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), the first episode of menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dysfunctional uterine bleeding (seriousness criterion medically significant), the second episode of menorrhagia ("menorrhagia"), infection ("infections"), dysmenorrhoea ("dysmenorrhea"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (essure removal). Essure (ess205) was removed. At the time of the report, the pelvic pain, device dislocation, dysfunctional uterine bleeding, the last episode of menorrhagia, infection, dysmenorrhoea, vaginal haemorrhage, depression, anxiety, migraine and headache outcome was unknown. The reporter considered anxiety, depression, device dislocation, dysfunctional uterine bleeding, dysmenorrhoea, headache, infection, migraine, pelvic pain, vaginal haemorrhage, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure (ess205). The reporter commented: discrepancy noted in essure removal details: plaintiff answered for following question as no: have you had your essure (or any part of the device) removed? If you have not had your essure removed, are you currently planning for essure removal? Yes (essure-caused injuries, as alleged in complaint. I do not have money and definite plans for removal at this time). The lot number (12269948) reported is not valid most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is not valid) no valid lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device dislocation ('migration of essure device location of device: unknown') in a 34-year-old female patient who had essure (ess205) (batch no: 12269948-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff dis not undergo essure confirmation test". The patient's medical history included gastroesophageal reflux, asthma, hypothyroidism, vertigo, hypothyroidism, mitral valve disease, uti, ulcer nos, hernia repair and edema. Concurrent conditions included back pain, nausea, numbness, diarrhea, cough, chest pain and dysmenorrhoea. Concomitant products included acetylsalicylic acid; oxycodone hydrochloride; oxycodone terephthalate (percocet-5), levothyroxine, medroxyprogesterone acetate (depo provera), metoclopramide (reglan), minerals nos; vitamins nos (prenatal vitamins), paracetamol (acetaminophen) and salbutamol sulfate (albuterol). On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2006, the patient experienced the second episode of menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6)2006, the patient experienced urinary tract infection ("infection (bladder / urinary tract / vaginal) type: urinary tract"), 1 year 4 months after insertion of essure (ess205). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), infection ("infections"), genital haemorrhage ("gen. Abnormal bleeding") and post procedural complication ("post procedural complication"). The patient was treated with surgery (essure removal/hysterectomy + bi-s). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the pelvic pain, infection, dysmenorrhoea, migraine, headache, urinary tract infection and genital haemorrhage had resolved and the device dislocation, dysfunctional uterine bleeding, vaginal haemorrhage, the last episode of menorrhagia, depression, anxiety and post procedural complication outcome was unknown. The reporter considered anxiety, depression, device dislocation, dysfunctional uterine bleeding, dysmenorrhoea, genital haemorrhage, headache, infection, migraine, pelvic pain, post procedural complication, urinary tract infection, vaginal haemorrhage, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure (ess205). The reporter commented: discripancy noted in essure removal details: plaintiff answered for following question as no: have you had your essure (or any part of the device) removed? If you have not had your essure removed, are you currently planning for essure removal? Yes (essure-caused injuries, as alleged in complaint. I do not have money and definite plans for removal at this time). Patient received treatment for pain, bleeding, bladder/ urinary problem changes, uti, migraine, headache. Discrepancy noted: have you had your essure (or any part of the device) removed? No. If you have not had your essure removed, are you currently planning for essure removal? Yes. The lot number: (12269948) reported is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: ppf received events " gen. Abnormal bleeding, post procedural complications, uti" were added. Outcome of events "pain, bleeding, infection and other: migraine headache" were updated as recovered. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device dislocation ('migration of essure device location of device: unknown') in a 34-year-old female patient who had essure (ess205) (batch no. 12269948-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff dis not undergo essure confirmation test". The patient's medical history included gastroesophageal reflux, asthma, hypothyroidism, vertigo, hypothyroidism, mitral valve disease, uti, ulcer nos, hernia repair, edema, migraine, abdominal pain, peptic ulcer disease, hematuria, shellfish allergy, drug hypersensitivity and adenomyosis. Concurrent conditions included back pain, nausea, numbness, diarrhea, cough, chest pain and dysmenorrhoea. Concomitant products included acetylsalicylic acid;oxycodone hydrochloride;oxycodone terephthalate (percocet-5), clarithromycin (macrobid), levothyroxine, levothyroxine sodium (levoxyl), medroxyprogesterone acetate (depo provera), metoclopramide (reglan), minerals nos;vitamins nos (prenatal vitamins), paracetamol (acetaminophen), paracetamol (tylenol), phenazopyridine hydrochloride (pyridium) and salbutamol sulfate (albuterol). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of heavy menstrual bleeding ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2006, the patient experienced the second episode of heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2006, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), 1 year 4 months after insertion of essure (ess205). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abnormal uterine bleeding ("dysfunctional uterine bleeding"), infection ("infections"), genital haemorrhage ("gen. Abnormal bleeding") and post procedural complication ("post procedural complication"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy and cystoscopy.). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the pelvic pain, infection, dysmenorrhoea, migraine, headache, urinary tract infection and genital haemorrhage had resolved and the device dislocation, abnormal uterine bleeding, vaginal haemorrhage, the last episode of heavy menstrual bleeding, depression, anxiety and post procedural complication outcome was unknown. The reporter considered abnormal uterine bleeding, anxiety, depression, device dislocation, dysmenorrhoea, genital haemorrhage, headache, infection, migraine, pelvic pain, post procedural complication, urinary tract infection, vaginal haemorrhage, the first episode of heavy menstrual bleeding and the second episode of heavy menstrual bleeding to be related to essure (ess205). The reporter commented: discrepancy noted in essure removal details: plaintiff answered for following question as no: have you had your essure (or any part of the device) removed? If you have not had your essure removed, are you currently planning for essure removal? Yes (essure-caused injuries, as alleged in complaint. I do not have money and definite plans for removal at this time). Patient received treatment for pain, bleeding, bladder/ urinary problem changes, uti, migraine, headache. Discrepancy noted: have you had your essure (or any part of the device) removed? No. If you have not had your essure removed, are you currently planning for essure removal? Yes. The lot number (12269948) reported is not valid. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s media records: dysfunctional uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2021: mr received. Other relevant history , concomitant drug added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device dislocation ('migration of essure device location of device: unknown') and dysfunctional uterine bleeding ('dysfunctional uterine bleeding') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff dis not undergo essure confirmation test". The patient's medical history included gastroesophageal reflux, asthma, hypothyroidism, vertigo, hypothyroidism, mitral valve disease, uti, ulcer nos, hernia repair and edema. Concurrent conditions included back pain, nausea, numbness, diarrhea, cough, chest pain and dysmenorrhoea. Concomitant products included acetylsalicylic acid;oxycodone hydrochloride;oxycodone terephthalate (percocet-5), levothyroxine, medroxyprogesterone acetate (depo provera), metoclopramide (reglan), minerals nos;vitamins nos (prenatal vitamins), paracetamol (acetaminophen) and salbutamol sulfate (albuterol). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), the first episode of menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dysfunctional uterine bleeding (seriousness criterion medically significant), the second episode of menorrhagia ("menorrhagia"), infection ("infections"), dysmenorrhoea ("dysmenorrhea"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (essure removal). Essure (ess205) was removed. At the time of the report, the pelvic pain, device dislocation, dysfunctional uterine bleeding, the last episode of menorrhagia, infection, dysmenorrhoea, vaginal haemorrhage, depression, anxiety, migraine and headache outcome was unknown. The reporter considered anxiety, depression, device dislocation, dysfunctional uterine bleeding, dysmenorrhoea, headache, infection, migraine, pelvic pain, vaginal haemorrhage, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure (ess205). The reporter commented: discripancy noted in essure removal details: plaintiff answered for following question as no: have you had your essure (or any part of the device) removed? If you have not had your essure removed, are you currently planning for essure removal? Yes (essure-caused injuries, as alleged in complaint. I do not have money and definite plans for removal at this time). Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet & medical record received. Events abnormal bleeding (vaginal, menorrhagia), depression, mental anguish,migraines / headaches , migration of essure & medical device monitoring error were added. Historical & concomitant drugs ,conditions were added. Product, patient & reporter information updated. Incident: no lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device dislocation ('migration of essure device location of device: unknown') in a 34-year-old female patient who had essure (ess205) (batch no. 12269948-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff dis not undergo essure confirmation test". The patient's medical history included gastroesophageal reflux, asthma, hypothyroidism, vertigo, hypothyroidism, mitral valve disease, uti, ulcer nos, hernia repair and edema. Concurrent conditions included back pain, nausea, numbness, diarrhea, cough, chest pain and dysmenorrhoea. Concomitant products included acetylsalicylic acid;oxycodone hydrochloride;oxycodone terephthalate (percocet-5), levothyroxine, medroxyprogesterone acetate (depo provera), metoclopramide (reglan), minerals nos;vitamins nos (prenatal vitamins), paracetamol (acetaminophen) and salbutamol sulfate (albuterol). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2006, the patient experienced the second episode of menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2006, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), 1 year 4 months after insertion of essure (ess205). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and infection ("infections"). The patient was treated with surgery (essure removal). Essure (ess205) was removed. At the time of the report, the pelvic pain, device dislocation, dysfunctional uterine bleeding, infection, dysmenorrhoea, vaginal haemorrhage, the last episode of menorrhagia, depression, anxiety, migraine, headache and urinary tract infection outcome was unknown. The reporter considered anxiety, depression, device dislocation, dysfunctional uterine bleeding, dysmenorrhoea, headache, infection, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure (ess205). The reporter commented: discripancy noted in essure removal details: plaintiff answered for following question as no: have you had your essure (or any part of the device) removed? If you have not had your essure removed, are you currently planning for essure removal? Yes (essure-caused injuries, as alleged in complaint. I do not have money and definite plans for removal at this time). Discrepancy noted: have you had your essure (or any part of the device) removed? No if you have not had your essure removed, are you currently planning for essure removal? Yes. The lot number (12269948) reported is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.